Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia also the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 486mg/dl. Customer states insulin pump was dropped last week there was also a crack on the pump case. The customer was assisted with troubleshooting. Customer stated that drive support cap appeared to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to detached end cap. Device received with loose drive support disk.